Event description:
It was reported to philips that the device displayed a white screen upon power on during a patient event. There was no harm to the involved patient.

Manufacturer narrative:
(B)(4).